Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. Subsequent programming interventions were made. There were no adverse patient consequences reported.